Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's screen went blank; however, it was confirmed that the programmer did not switch on. It was noted that the power supply was defective and appeared to have been tampered with as if someone tried to open it. Additionally, there was a cut in the cable of the stylus at one of the connectors, rendering the stylus non-functional. Both latches of the cord bay were broken off, as were the upper and lower handles, the keyboard's front latch base frame, and both keyboard hinges. It was also noted that the upper and lower bullets were missing or worn. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen went blank while planning an implant procedure. Troubleshooting steps were taken to provide another programmer to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.